Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. The customer's blood glucose level ranged from 187-188 mg/dl. Reportedly, at the time of the report, customer had already changed pump supplies, therefore, no troubleshooting could be performed by tandem technical support to identify a root cause.